Event description:
2001. Pt in for left permanent pacemaker end of life. Old ventricular lead was non-functioning. Attempt was made to insert new lead via left subclavian vein. It was unsuccessful, vein showed stenosis. Attempt made to remove lead was unsuccessful. New pacer with new leads was placed in right subclavian region. Pt subsequently developed a large left hematoma and required emergency evacuation of left hemothorax with repair of subclavian vein.